Event description:
It was reported that the wake button was extremely difficult to press and often required multiple presses to activate pump screen. There was no adverse impact to the customer's blood glucose level. Customer was instructed to press wake button in specific ways, but issue persisted, so customer switched to multiple daily injections as backup insulin therapy, was advised to let pump battery fully deplete, and was provided replacement pump with instructions to reenter pump settings, reconnect continuous glucose monitor, and return problematic pump using prepaid label.